Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this chronic right atrial (ra) lead exhibited high impedance measurements and the lead safety switch (lss) was triggered multiple times. A lead revision was performed were this lead was surgically abandoned and a new lead was successfully implanted. No additional adverse patient effects were reported.